Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink burr catheter device. The advancer unit for this complaint was not returned for analysis. The handshake connection and sheath were microscopically and visually inspected. The sheath was separated 889.5cm from the strain relief on the burr catheter housing assembly. The sheath was damaged with on the proximal separation and there were what appeared wear marks inside the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft fracture occurred. A 1.50mm rotalink¿ plus was selected for use. During procedure, it was noted that the shaft was broken or became fractured. The device was removed from the patient's body. No patient complications were reported.